Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of (533 mg/dl) the customer changed infusion set site and a bolus, manual injections was taken to stabilize bg level. During troubleshooting with tandem technical support, the customer notes air bubbles in the tubing. The customer was instructed on how to expel air bubbles by performing fill tubing. Reportedly, the customer changes the cartridge every 3 days.